Manufacturer narrative:
Due to no product being returned the complaint could not be confirmed. Evaluation and investigation are not possible. No definitive conclusions can be made without pertinent manufacturing information or a device to evaluate. If relevant information becomes available to assist with traceability, the complaint will be revisited.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the screw broke during insertion. A backup device was available to complete the procedure following a short delay of less than 30 minutes. No patient impact was reported.